Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: - the implantable devices ulys, gali and edis have a specific encryption key stored in device (for cybersecurity purpose). The encryption key is not stored in the .idf files for security purpose. Therefore, the programmer manager is not able to recognize patient data in the idf files. - no general malfunction is suspected on the subject device. - this case is retained and utilized for trend purposes. . This MDR has been sent via as2 system. Unfortunately, the certificates has expired and therefore, it did not pass on 24 september 2024 and it was not visible.

Event description:
Reportedly, it was impossible to open the .idf file (from remote monitoring). Nevertheless, it has been correctly download in the usb key.